Event description:
It was reported that the patient had a loss of therapy and stimulation. The patient¿s lead moved a few months after implant. The patient thought it was caused by having to pick up their daughter. The lead was replaced with a new lead.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID 97791, lot# n421646, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).